Event description:
Event description guidant received information that at the time of implant, this implantable cardioverter defibrillator (ICD) exhibited oversensing on the ventricular channel. This resulted in inhibition of pacing. Blood was noted in the ventricular port and was cleaned out; however, the oversensing continued.